Event description:
Info received indicates, the right siderail will not stay up.

Manufacturer narrative:
The technician found the end tube was broken in half. The technician replaced the broken end tube and rivets to repair the stretcher.